Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, but it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (part# 471172-16/lot# k11211018 0038) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 12 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument had damage to the conductor wire insulation. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted malignant hysterectomy surgical procedure, the maryland bipolar forceps instrument was found to have damage to the conductor wire insulation. The procedure was completed with no reported injury. Per subsequent follow-up, the customer indicated the instrument was controlled and there were no issues observed. It was confirmed there was no report of cable damage, arcing or thermal damage. Only damage to the insulation was seen. The customer stated the instrument might have collided with another instrument or tool. There were no photos or procedure video available. The hospital declined to provide patient information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint that the maryland bipolar forceps instrument was found to have damage to the conductor wire insulation. Failure analysis could not reproduce the conductor wire issue. Visual inspection of the instrument found no damage to the conductor wire or insulation. The instrument passed the electrical continuity test. The mbf instrument was placed and driven on an in-house system. The mbf instrument passed the recognition and engagement tests. The mbf instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the energy delivery test. The mbf instrument was tested multiple times. The instrument was fully functional. There was no problem detected. Additional observations not reported by the site were also identified. The mbf instrument was found to have thermal damage at the base of the grips on the yaw pulley. There was no damage to the conductor wire insulation. The root cause of thermal damage is attributed to mishandling/misuse. The mbf instrument was found to have an input disk cracked. Hairline cracks were found on grip input disk #6. The root cause of cracked instrument input disks is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.